Event description:
It was reported that a remote alert was received for high, out of range shock impedance from this right ventricular (rv) lead. Boston scientific technical services were contacted and recommended lead integrity testing to resolve the event. Additional information was requested regarding the event resolution and healthcare facility information, but no additional information is available from the field representative. Should any information be provided regarding this event in the future, this report will be updated. At this time, the rv lead remains implanted and in service. No adverse patient effects were reported.